Manufacturer narrative:
H.6. Investigation: as neither a sample nor a lot number was available for this incident, our quality team was unable to complete a sample evaluation or review the production history for this product. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the bd connecta¿ stopcock leaked during the infusion and got the patient's sheets wet. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized for infusion. Because there were multiple channels, the connecta plus 3 was given. After 2 minutes of infusion, the patient informed the nurse that the sheets were wet. The nurse found that the connecta leaked, and immediately closed the infusion device and replaced the connecta."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock leaked during the infusion and got the patient's sheets wet. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was hospitalized for infusion. Because there were multiple channels, the connecta plus 3 was given. After 2 minutes of infusion, the patient informed the nurse that the sheets were wet. The nurse found that the connecta leaked, and immediately closed the infusion device and replaced the connecta."